Event description:
It was reported a spectrum pump alarmed that the door was not fully latched. Any patient involvement, injury, or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.